Event description:
The customer reported the footswitch stopped working during surgery. The footswitch was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch and cable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).